Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in late, 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in the afternoon of the previous day. He had obtained a result of 204 mg/dl on the subject meter and was comparing it to another meter's result of "a69", performed within 30 minutes of each other. The patient also mentioned that he was feeling low blood sugar, edgy, nervous and weak after the product issue began. He did not receive/require any medical treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The test strips were in good condition and within the expiration/discard dates. The meter was coded correctly. However, the patient did not have the control solution and therefore, a quality control check could not be performed. This complaint is being reported because the patient claimed to have experienced symptoms of low blood glucose after the reported issue began. He compared the subject meter to another meter, however, the other meter's result is unclear. The patient did not receive any medical treatment. Replacement products were sent to the lay user/patient.